Event description:
The patient had c2-c6 decompression and fusion surgery that was uncomplicated. However, his epidural drain never had any output. A post-op CT scan did not show a fluid collection and clinically he noted an improving clinical course with decreased numbness in his hands. On pod#4 (postoperative day), he reported increasing pain and was given a muscle relaxant. This did not help, and he presented to the ed (emergency department) with worsening numbness, pain and possible weakness, although objective exam was very close to his post-op baseline. An MRI of the c-spine showed an epidural fluid collection with cord compression. The patient underwent evacuation.